Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the backup battery depleted. Patient involvement is unknown.

Manufacturer narrative:
Updated. The customer replaced the backup battery to resolve the reported issue. Unit was tested and returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
Customer reported that the backup battery depleted. There was no patient involvement.